Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex balloon catheter was received in two pieces. The shaft was separated at 121cm from the hub. A guidewire was received in the lumen of the distal shaft. The guidewire protruded 138cm from the tip and 29cm from the separated distal shaft. The distal tip was damaged. The majority of the inner shaft was buckled and twisted. The outer shaft was buckled at the proximal balloon bond 1.5cm in length. The inner diameter of the catheter could not be measured as the guidewire was stuck inside the lumen of the distal shaft and was unable to be removed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that failure to advance over the wire occurred. A 12mm x 2.00mm nc quantum apex¿ balloon catheter was selected for use. However, it was noted that the balloon catheter was locked on an unspecified guide wire outside of the patient's body. No patient complications were reported. However, returned device analysis revealed shaft separation.